Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed no delivery. Customer's mother changed the battery and now there is nothing on the screen. She pushed the buttons on the device and nothing happened and the device was making a constant tone. Customer's blood glucose was 500mg/dl, treated with injection. Alarm occurred prior to constant tone. Alarm did not clear. Removed the battery for five minutes and the constant tone did not disappear. Customer's mother reported the device had a crack in the device. Customer's mother did not know customer's current blood glucose level. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. No keypad anomaly or excessive no delivery alarms could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked battery tube threads and a cracked case at the upper right side near the button dome switch.